Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Per oos, this lead became dislodged. There were several attempts to reposition this lead; it took 18 turns to deploy the helix. The lead over-torqued, then the physician attempted to retract the helix. This resulted in the conductor protruding out of the distal end of the lead. This lead was capped and replaced with a selox jt 53.